Event description:
The customer reported that the system displayed a motion fail error message and became unusable. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was updated. The system was tested and found to be working as intended and put back into service.